Event description:
A customer contacted baxter technical svc center in 2008 regarding a system error 2240 during drain 5 of 12 while using the home choice system. The svc rep explained the message to the caregiver. The home pt would use manual bags and inform the pd nurse. The nurse was contacted about 2 weeks later, and stated that the pt became disconnected during the night. The home pt was treated with a prophylactic antibiotic bag as a precaution. The nurse confirmed that the pt has been continuing with therapy as usual.